Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patent was driving a car at the time of the shock. The noise on the stored electrogram was railing up and down. Technical services discussed some testing and programming options. The clinic has now reprogrammed the shock zone from 220bpm to 240bpm. There were no additional adverse patient effects. The system remains implanted.